Manufacturer narrative:
Concomitant medical devices: 509258 lead, implanted: (B)(6) 2005.

Event description:
It was reported that there were fractures located in the same place of both the right ventricular (rv) lead and right atrial (ra) lead near the clavicle. The physician also noted low impedance in the rv lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
On (B)(4) 2016: it was further reported that the leads and device were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.